Manufacturer narrative:
The field service engineer (fse) performed troubleshooting and instrument checks and did not identify any instrument issues. The customer noticed the reagent pack was loaded on another analyzer in the same laboratory suggesting an issue with reagent handling. The reagent packs should not be switched between different analyzers. Calibration and qc were acceptable. The customer has not complained of any further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for phosphate (inorganic) ver.2 (phos2) on a cobas 8000 c 502 module. The initial result was 12.65 mg/dl. The repeat from a different module was 5.87 mg/dl. The result in question was not reported outside of the laboratory. The phos2 reagent lot number was 512026 with an expiration date of jan-2022.